Event description:
It was reported that the pt presented to radiology two days status post carotid angiogram with increased swelling and brusing in the right groin. Two days prior to this admission, the arterial puncture site had been closed with an angio-seal device with no immediate complication noted. However, the physician has stated that the pt developed an infection within 48 hours of the angio-seal device deployment. The pt was admitted and started on intravenous antibiotic. In 2000, the angio-seal device was surgically removed and tested positive for staphylococcus. The hosp has indicated that the infection was not caused by the angio-seal device.